Event description:
While using the mid1 dissector the left superior branch of the p.v. Was damaged. The doctor increased the thoracotomy to repair. Less than 100cc of blood was lost. There was no clinical consequence to the patient.

Manufacturer narrative:
Given that we did not receive the product back, we evaluated a retained sample from the last lot shipped to the hospital. Our evaluation revealed nothing that could have contributed to this event. We also reviewed the lot records for this batch to determine if any deviations were permitted that may have caused or contributed to this event and non were noted.